Event description:
It was reported that the stent was difficult to remove. Vascular access was obtained via the femoral vein puncture. The 50% stenosed target lesion was located in a mildly tortuous and moderately calcified artery. A 16mm x 90mm x 75cm wallstent endoprosthesis with the unistep plus delivery system was advanced for treatment. During the procedure, a balloon was expanded and then the stent was released but resistance was encountered. The stent was less than 50% deployed. Upon withdrawal, resistance was encountered again, and the tip of the stent was found loose. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The stent was partially deployed on the delivery system. A visual examination found the distal stent wires to be damaged. Despite the damage to the stent the investigator successfully re-constrained the stent without issue. No other issues were noted with the stent of the device. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile inspection found the inner sheath of the device to be severely kinked at the distal markerband. This type of damage is consistent with excessive force being applied to the delivery system.

Event description:
It was reported that the stent was difficult to remove. Vascular access was obtained via the femoral vein puncture. The 50% stenosed target lesion was located in a mildly tortuous and moderately calcified artery. A 16mm x 90mm x 75cm wallstent endoprosthesis with the unistep plus delivery system was advanced for treatment. During the procedure, a balloon was expanded and then the stent was released but resistance was encountered. The stent was less than 50% deployed. Upon withdrawal, resistance was encountered again, and the tip of the stent was found loose. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.